Event description:
It was reported to boston scientific corporation that a single action pumping system device was used in the ureter during a flexible ureteroscopy (furs) procedure performed on (B)(6), 2022. During the procedure, the body of the syringe got broken and a broken part got stuck inside the syringe. It was reported that the physician got hurt by the broken edge of the syringe and was treated with bandage compression. The procedure was not completed due to this event. The physician's current condition was reported to be good with no complications. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a single action pumping system device was used in the ureter during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2022. During the procedure, the body of the syringe got broken and a broken part got stuck inside the syringe. It was reported that the physician got hurt by the broken edge of the syringe and was treated with bandage compression. The procedure was not completed due to this event. The physician's current condition was reported to be good with no complications. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Investigation results: the returned single action pumping system was analyzed, and a visual evaluation noted that the syringe was not attached to the dual check valve luer lock. The roller clamp was returned in an open position and the tubing set was free from obvious kinks. Additionally, the thumb tab was broken, and the broken part was not returned with the device. Microscopic examination was performed, and it was found that the crimp placement of the thumb tab was in placed. Functional evaluation could not be performed due to the condition of the returned device. No other problems with the device were noted. The reported event was confirmed. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.